Event description:
Revision due to pain. The surgeon had a bone scan done that suggested the tibial component was loose. When the surgeon opened the joint, the surgeon found that the bone scan was right. The surgeon removed the tibial component with an osteotome. The surgeon then replaced the tibial component but added a 14/40 stem to it. Once the stem was impacted on the tibial component and a screw was locked in place, the surgeon implanted the tibial component. The surgeon then upsized the liner to a 13 mm polyethylene insert. After confirming that the patent knee was in good working condition, the surgeon closed the joint. The patient left the operating room in stable condition. This is one of two products involved with the reported event and the associated manufacturer report number is 1038671-2018-00819.

Manufacturer narrative:
The engineering evaluation noted that experience reported was likely the result an insufficient bond between the cement and the bone which lead to aseptic (non-infected) loosening and pain. However, this cannot be confirmed because the explants were not available for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2008. Revision due to pain.